Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 53 mg/dl. Customer treated low blood glucose as took 7 glucose tablets. Customer¿s current blood glucose was 170 mg/dl. Troubleshooting was done for low blood glucose. Customer was unable to select the bolus and buttons were hard to select. Customer stated they successfully cleared the alarm. Customer stated insulin did not exit during manual fill. The insulin pump will not be returned for analysis.